Event description:
It was reported that a motor stall was recorded. The pump recovered on (B) (6) 2009. A second stall was noted on (B) (6) 2009. A tube set message occurred on (B) (6) 2009, and no motor stall recovery was noted as of (B) (6) 2009. The pump was updated on (B) (6) 2009 and no recovery was noted after the update. The pump contained a mixture of bupivacaine, morphine, and compounded baclofen. The pump was set to minimum rate. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).